Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 9th february 2011 and performed to specification up to the (B)(6) 2015. 68 manual power ups of under one minute duration were recorded and would likely indicate the user was regularly power cycling the device. The device records manual power ups of 10 minutes duration between the (B)(6) 2015 and the (B)(6) 2015. The device failed multiple self-tests due to a low battery between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured during the investigation would confirm a failing membrane. The fault could not be measured with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.